Event description:
It was reported by service report that the customer alleged that the right handle switch was not working. Upon inspection of the unit by the service technician, it was identified that the right handle switch was not working, the power cord grounding was damaged, the head end zoom cover was broken at the corners with exposed sharp edges.

Manufacturer narrative:
Ground prong; zoom; zoom handle.